Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the reported 11.5 french (fr) catheter was implanted normally last (B)(6) 2022. During the second dialysis session, it had a low flow (under the requirements of 250ml/min flow), and the machine had an insufficient flow alarm. It was stated that to resolve the issue the catheter was rotated to adjust the flow and the catheter lines was also reversed, however that failed, and the catheter did not improve after treatment, so it was pulled out and was replaced with a new catheter. After removing the catheter, it was found that thrombus blocked/covered the lumen. The catheter was not repaired. There was no leak and no luer adapter issue. Tego was not utilized, the cleaning agent used on the device was iodophor, the insertion site was not treated prior to product placement, and nothing unusual was observed on the device prior to use. Priming was done with no unusual result, there was no difficulty (it was smooth) flushing the line with the syringe and there was no blood return prior to syringe flush. An anti-coagulant was used (heparin), this was not an infusion line, no other products was utilized with the device and there were no other defects/damages found on the product aside from the low flow. There was no intervention/treatment required as a result of the event. There was no patient symptoms or complications related to the event. Blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted one catheter which appeared to have a blockage in the lumen. It was reported that there was an insufficient flow issue. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.